Manufacturer narrative:
The insulin pump had a blank display due to moisture damage at the electronic assembly. The insulin pump was also received with moisture damage to the motor, and minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump was submerged in ocean water and stopped working. She did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.